Event description:
The customer reported while using a hand held intermec barcode wand, it read a sample barcode incorrectly as "184613865" instead of "018gk13865". No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 00-02186-05.